Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was not confirmed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller faults. These documents explain that controller fault is a non-transient alarm that requires specific user action to resolve. The alarm remains on the user interface screen until the alarm condition is resolved or permanently disabled by a clinician and therefore do not appear in alarm history. To resolve the alarm patient¿s must call their hospital contact immediately for diagnosis and instructions. Additionally, they should switch to the backup controller if instructed to. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller fault. The left ventricular assist device (lvad) team exchanged the system controller and wanted to return to device for evaluation.